Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced atrophy with the cuff of an artificial urinary sphincter (aus). A surgical procedure was performed in which a 5.0 cm cuff was removed and a 4.0 cm cuff was implanted. The patient did not have a history of radiation therapy and the physician felt the explanted cuff was initially placed in the correct position. There was no malfunction associated with the explanted device and the patient was said to be good following the procedure.